Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. Initially, the customer called requesting assistance with priming and rewinding. The caller was vomiting, tired and sick before the event. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run the fixed prime test, and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete testing. Suggested the customer to change the entire infusion set and reservoir. Instructed the customer to remove the cannula, and it was bent. Then the customer called back to perform the high pressure test, and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.